Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing a localized skin reaction characterized by itching, rash, and redness beneath the sensor pod area. During a routine appointment, the patient informed their physician of the reaction. In response, the physician prescribed oral amoxicillin antibiotics to address the symptoms. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).